Manufacturer narrative:
Product was not returned for investigation. Manufacturer's investigation, including review of device history record and physico-chemical testing of reserve product from the same lot, indicated that all in-process, finished product, and re-testing results for this lot met acceptance criteria.

Event description:
The center of the graft resorbed leading to a dura leak. Revision surgery was required to treat the leak.